Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. Reportedly, the customer was able to successfully charge the pump with an alternate adapter. There was no reported impact to the customer's blood glucose level.